Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the reamer shaft broke intraoperatively. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable. Since the joint on the inside of the shaft was the section that broke off, this event may cause minor or temporary injury (e.g. Abrasion, laceration, etc.) Requiring no or minor medical intervention. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H11 ¿ corrected data. B5- describe event or problem.

Event description:
It was reported that, during thr surgery, the joint on the inside of the shaft of one (1) mi z handle acet reamer broke intraoperatively. The procedure was completed with a s+n back-up device. It is unknown if there was a delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during thr surgery, the shaft of one (1) mi z handle acet reamer broke intraop. The procedure had been completed with a s+n back-up device, it is unknown if there was a surgical delay. Patient was not harmed as consequence of this problem.